Event description:
Dear sir/madam, I would like to draw your attention to the needle detachment of insulin syringes by becton dickinson medical-diabetes care, USA. Cases were reported from our front line staff. The worst case reported to me was the needle retained at the injection site after injection. As claimed by the b&d that they had already reported to FDA, however, there is no report found in your website. I would like to submit some photos and the excel file of product discrepancy record for your reference, please advise!!!